Event description:
It was reported that when an asymptomatic patient presented in the operating room for a lv lead implant, a high, out of range hv lead impedance alert was noted on the device. The device trend showed all in-range measurements when high voltage therapy was delivered. The hvli alert was programmed off. The patient was in stable condition and will be monitored.